Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 0245209 for dimension. This is the 1st. Related complaint for dimension on lot # 0245209. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 experienced insufficient cannula length on the patient end. The following information was provided by the initial reporter: material no: 320550. Batch no: 0245209. Consumer reported that her blood glucose was elevated after using nano 2nd gen pen needles. She asked if the needles were changed because she thinks they are shorter and she doesn't believe that the insulin is going deep enough.